Manufacturer narrative:
Device analysis has been unable to confirm the reported observation with testing of the product return.

Event description:
A report was received that during the second phase of the dbs procedure high impedances were reported on the lead. Physician decided to replace the lead at that time. No further information has been reported.

Manufacturer narrative:
Additional information was received that the implant procedure for both the ipg and leads was done on the same day. Patient is doing well post operatively and all impedances are within normal range.

Event description:
A report was received that during the second phase of the dbs procedure high impedances were reported on the lead. Physician decided to replace the lead at that time. No further information has been reported.

Event description:
A report was received that during the second phase of the dbs procedure high impedances were reported on the lead. Physician decided to replace the lead at that time. No further information has been reported.